Manufacturer narrative:
(B)(4).

Event description:
It was reported "the medical agent was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the medical agent was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Signs of use, in the form of biological material, were observed on the sample. After failing functional testing, visual and microscopic examination identified the presence of white polymer particulate at the joint between the hub and proximal extension line. During functional leakage testing, fluid leakage was confirmed from this same area, establishing a direct correlation between the observed particulate anomaly and the leakage site. Leakage originated at the location of the white polymer particulate deposits. The characteristics and location of the anomaly are consistent with a potential manufacturing-related issue. The catheter body length from the juncture hub to the distal tip measured 220 mm , which is within the specifications of 207-227mm per the catheter product drawing. The proximal extension line outer diameter measured 0.085", which is within the specification limits of 0.084"-0.088" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.055", which is within the specification limits of 0.055"-.059" per the proximal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when the medial and distal lumens were flushed. Leaking was observed when proximal lumen flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to lab leak tester and pressurized to 300 kpa for 30 seconds. Leaking was observed from proximal extension line. A device history record review was performed, and no findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of extension line leaked was confirmed by investigation of the returned sample. Leakage at the proximal extension line directly adjacent to the juncture hub was confirmed through leak testing. Microscopic examination identified the presence of white polymer particulate at the joint between the hub and proximal extension line consistent with a molding defect. Based on these circumstances , manufacturing likely caused or contributed to the reported issue. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.